Event description:
It was reported by a hosp nurse that a vns pt had been admitted to the hosp due to increase in seizures. Pt was last seen by the neurologist on (B)(6) 2010 where his vns settings were adjusted. After pt's hosp emergency room visit he was referred to another physician but never showed up. The physician could not comment on pt's condition since he had not been seen recently.

Event description:
All attempts for additional information on this patient's condition have been unsuccessful to date.